Manufacturer narrative:
Model number/catalog number: sc-2208-50, (B)(4), model/catalog description: st linear lead 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that the patients ipg would no longer charge. The patient underwent an explant procedure.